Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Patient subsequently had loss of pain relief due to lead migration. Surgical revision was performed on (B)(6) 2023 to replace the leads.

Manufacturer narrative:
After implant the physician reports that the patient was noncompliant with recovery instructions and was engaging in excessive physical activity, contributing to lead migration. Tined leads were incorporated during the revision procedure in order to limit the future potential for migration.